Event description:
A customer contacted the beckman coulter inc. (Bci) hotline regarding a falsely low phos (phosphorous) result generated from the unicel dxc 800 synchron chemistry analyzer. Initial phos result was 0.4 mg/dl (erroneously low result). Test was repeated on another dxc instrument and got 2.8 mg/dl. This incident did not affect patient treatment.

Manufacturer narrative:
Qc checks have been recovered appropriately within the acceptable range. Bci hotline recommended to the customer to do a phos cup cleaning and lamp calibration. These routine customer maintenance procedures resolved the issue.